Event description:
Customer reported system will not boot. No patient involvement.

Manufacturer narrative:
Gehc service personnel replaced hard drive. Reloaded calibration files. Verified system function. System operates as intended.